Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt is a new user and is still in the process of adjusting his insulin dosage. The pt has continued to use the pump with no reported subsequent events.

Event description:
The pt recieved ems treatment for hypoglycemia experienced after exercise.